Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received with cracked case (battery tube) and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter in law reported via phone that customer was experiencing high blood glucose level 497 mg/dl which was treated by insulin pump. Customer reported that insulin pump had blank display. Insulin pump was dropped and had crack at battery compartment. Device will be returned for analysis.